Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.e1 - initial reporter information updated from dr. Mito kenichi to: dr. Yujiro ito.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 12x20mm armada 35 balloon dilatation catheter (bdc) failed to inflate as it possibly had a hole [rupture]. The device was prepared (air aspiration) outside the anatomy prior to use. Another armada 35 was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided. The procedure was to treat a lesion in the abdominal aorta. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 12x20mm armada 35 balloon dilatation catheter (bdc) failed to inflate as it possibly had a hole [rupture]. The device was prepared (air aspiration) outside the anatomy prior to use. Another armada 35 was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.